Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse performed decontamination of the ise system, replaced ise reagents and replaced multiple hardware components to resolve the issue. The failure mode is unknown. The following components were replaced: buffer valves; roller pump tubing; drain tubing; pinch tubing; reference, sodium and chloride electrodes; sample pot; electrode cables; ptfe tubing for the reference block; ise syringe case; ise data board; beckman coulter internal identifier is case (B)(4). Patient demographic information was not provided.

Event description:
The customer reported erroneous low ise (ion-selective electrode: sodium, potassium and chloride) patient results were generated for one patient on their au5800 clinical chemistry analyzer. The results were not released from the laboratory. There was no change in patient treatment in association with this event.